Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 11/7/2024. H3: one device was returned for repair with complaint of cassette sensor defective. There was no relevant service history found. Review of event log matches the complaint. Visual/functional testing was performed. Device failed latch lock test. The reported problem was confirmed through verification testing and latch lock test.